Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit the lead exhibited under sensing. On (B)(6) the patient returned to the clinic and under sensing was noted again. The physician reprogrammed the device to vvi mode.